Event description:
During index procedure the patient had one endeavor rapid exchanged (rx) drug-eluting stent successfully deployed at distal rca. Approximately 54 months post the index procedure the patient suffered a myocardial infarction of the rca. Approximately 55 months post the index procedure restenosis of the rca was treated with non-medtronic stents. A white thrombus was also noted in the vessel which was treated with aspiration. The outcome is reported as recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
New information received regarding the date that the myocardial infarction occurred, it was previously reported that the event happened on (B)(6) 2014. It is now reported that the event occurred on (B)(6) 2014 . If information is provided in the future, a supplemental report will be issued.